Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device's therapy connector had intermittent connection. Physio replaced the device's therapy connector. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device would not show paddles lead when it was used on a patient. The patient who had difficulty breathing, was extremely sweaty, and in peri-arrest, was connected to the device with defibrillation electrodes. The user selected paddles lead on the device but the device did not display an ECG, only a dashed line. The user then disconnected and reconnected the electrodes but the device would not display an ECG through paddles lead.  The patient was delivered to a hospital alive, but in life-threatening condition. No further information on the patient's outcome was provided.